Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) and a graphic user interface (gui) pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two breath delivery (bd) printed circuit boards (pcb) an investigation was performed and the product analysis technician reported that the root cause for one of the bd pcb was isolated to a component (u5). No fault was found on the second bd pcb and gui pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a loss of graphical user interface (gui) communication issue. The ventilator was not on a patient at the time of the event. The service engineer inspected the device and replaced the gui printed circuit board (pcb), breath delivery (bd) pcb, and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.